Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a pentaray nav catheter and the device would not flush. The issue was noted after the device had already been used on the patient. A pressure bag was used for irrigation. The medical team tried to manually flush with a syringe but it would not work. No further details were provided regarding troubleshooting of the device or completion of the procedure. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).